Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported multiple intermittent temperature alarms occurred. Additionally, it was reported that the pump battery was unable to charge despite using multiple usb cables and wall adapters. The customer's blood glucose was 75-80 mg/dl. Reportedly, the customer reverted to manual injections for alternate insulin therapy.